Event description:
It was reported that the patient experienced withdrawal symptoms due to a catheter migration. The patient experienced increased pain and a series of withdrawals. A bolus was delivered through the pump and provided the patient some pain relief. X-ray on (B)(6) 2010 showed the catheter projected over the lateral aspect of the right iliac wing. A replacement of the catheter was done (B)(6) 2010 and the patient recovered without sequela as of (B)(6) 2010. The pump contained dilaudid, 1.0 mg/ml with a dosage of 0.4994 mg/day; bupivacaine, 40.0 mg/ml with a dosage of 19.978 mg/day; and clonidine, 200.0 mcg/ml with a dosage of 99.89 mcg/day. The bolus delivered dosages of dilaudid, bupivacaine and clonidine at 0.020 mg, 0.799 mg and 4.00 mcg, respectively. The bolus duration was 5:00.

Manufacturer narrative:
(B)(4).